Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threaded end of the retaining rod fractured off the device and was not returned. The driver portion of the device was not returned for evaluation. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. The fracture was most likely from torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, subtroch driver shaft sheared off at threads when inserting lag screw. Nothing got in patient. No harm to patient or staff. No procedural delays. Smith & nephew back up was available and used.